Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - (B)(6) 2012. Device product code - ni. Expiration date - ni. Date implanted - (B)(6) 2012. Date explanted - (B)(6) 2012. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00751 & 1825034-2016-03692).

Event description:
Patient underwent a right hip excision arthroplasty approximately one month post-implantation. All components were removed and no products were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a right hip excision arthroplasty approximately one month post-implantation due to pseudomonas infection. All components were removed and no products were implanted.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.